Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported there was an out of regulation (oor) message on the patient programmer (pp). There were no trauma/falls related to the issue. It felt tighter on the side of the right brain but he had only seen the oor on the side that controlled the left brain. They had seen the code multiple times but it was ¿sporadic, random and pretty rare.¿ it was one every month to two months. They did a lot of running and hiking and when he first saw the oor message, he had just completed a lengthy hike. They also walk up and down hills often because he lives in san francisco. They adjusted the settings a lot so he could walk comfortably or so that he did not have dyskinesia. He found that if he increased the voltage he could go up the hill easier. They would sometimes adjust it ¿quite frequently¿ as he walked around. They had the maximum settings on the pp and he kept it up around 5v. They hadn¿t noticed a change to the therapeutic effect when it would occur. They would notice if it was too high because he would start to get double vis ion. The patient had bypassed the message by turning the programmer on and off and changing the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.